Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that there may have been a fracture. It was also reported that noise and oversensing noticed, even when multiple analyzers were used. It was also noted that the lead had electrical issues. The lead was removed and replaced. No patient complications have been reported as a result of this event.